Event description:
It was reported that a pt underwent a sling procedure in late 2008. Following the procedure, the pt was unable to void after the catheter was removed. The pt was recatheterized and sent home with a catheter in place. The pt returned to the surgeon the next day to have the catheter removed. Because of continued difficulty voiding, a week later the surgeon dilated the urethra. The pt continues to have intermittent problems voiding. The pt saw the surgeon in early 2009. The surgeon scheduled a procedure for three months later, to "loosen up a stitch", but the pt cancelled the procedure.

Manufacturer narrative:
Urinary retention occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.